Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that a patient was on a draeger monitor and the spo2 was fluctuating between mid 70s to 99. The wave form was good and the pi was around 2-3. The rt got another probe and switched the probes and the reading was stable. The customer took the probe that was not reading correctly and put it on the radical-7s that they had for etco2 and it was functioning fine. The probe was tested on one of their staff, both on the root and the draeger m540 monitor. The faulty probe worked fine on the root and was as low as 72% on the draeger m540. Customer indicated the spo2 values fluctuated between 79-91% and the expected spo2 should be 97%. As for the second sensor, the customer felt that the spo2 reading was significantly lower than it should be (20% and greater) when sensor was connected to draeger monitor. When sensors connected to masimo root monitor, spo readings were much higher. There was good waveform. The sensitivity, pi, and averaging were all set appropriately, but the actual spo2 was 100% (this happened on tuesday of this week). Customer indicated the spo2 values were at 45% and the expected spo2 should be 97%. Customer indicated that the issues were witnessed by ICU manager and practice leader.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned sensor was evaluated. During evaluation the sensor failed continuity testings due to a soft open (still functions) on the red conductor in the emitter assembly. The voltage was found to be outside the expected nominal voltage. When tested with known good lab equipment the spo2 value fluctuated between 92-99%. The sensor led will not illuminate unless a finger is inserted into the sensor. A review of the lot information was performed and there were no reported issues related to this reported event. Customer zip/postal code exceeded maximum allowable digits, zip/postal code is as follows: (b)(6. Lot # was "5j025" should be "15n19."